Event description:
Customer called to report the same resident who was involved in the event reported as MFR medwatch report # 1226348-2003-00169, was drilling with this disposable perforator and the patient's dura was nicked. The inconsistent drilling of holes in the cranium was also reported.